Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem has been confirmed. Upon evaluation, there were cuts in the trunk cable which damaged the blue (canl), green (+3.3v), black (main batt) and black pulse wires. The cause is the damaged wires. The cause of the damaged wires is the cuts in the trunk cable. The root cause of the cut trunk cable cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report a service code (B)(4). The pt was issued a replacement electrode belt.